Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator were broken. The generator was returned for service and warranty consideration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that both the atrial and the ventricular connectors were broken. It was further noted that the lower case was contaminated in one screw and the hanger area, that the hanger assembly and one case screw were corroded and that the menu encoder was damaged during repair. All found defective parts were replaced and all other identified issues were resolved. (B)(4).